Event description:
During an e.r.c.p. Procedure for pancreatic brushing, a cook medical fusion cytology brush was used to procure brushing samples for pathology. Under fluoroscopy, it was noted the distal end of the brush had broken off and lodged in the pancreatic tail, approximately 1 cm.